Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23jan2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and breastfeeding difficulties are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, and breastfeeding difficulties.

Event description:
Patient reported "not enough milk production." Patient then reported "rupture, concerns about the events being linked to her implants," and "contracture on left breast," baker grade unknown. Patient additionally reported "scar tissue on left lung, severe pain in both knees, joint pain, nausea that lasts all day, gi issues, vertigo, changes in vision, heart beating extremely fast, anxiety, shortness of breath, chronic fatigue, headaches, lump in throat, high blood pressure, and digestive issues;" these events are not related to the device. This record is for the left side. Device has been explanted.